Manufacturer narrative:
The patient's weight is unknown. Attempts to obtain the information has not been successful. A distal embolization occurred during the use of the angiosculpt device; therefore, additional medical intervention was performed by the physician. The angiosculpt device has not been returned, thus, no evaluation has been performed. According to the instructions for use (IFU) for angiosculpt scoring balloon catheter, embolism is listed as a possible adverse effect of the procedure.

Event description:
After predilatation of p2 segment of right popliteal artery with a 1.5 mm armada 14 pta catheter and 3 mm fox sv pta catheter (both manufactured by abbott vascular) at 14 atm, the 4.0 x 40 mm angiosculpt device was introduced to perform the treatment. The balloon ruptured at 10 atm with plaque rupture and distal embolization to the anterior tibial artery (treated with a 3 mm balloon pta). The procedure was completed with a 7 mm fox balloon and a 6 mm idev supera stent implantation. The initial plan was to only use the scoring balloon catheter and eventual bail-out stenting.